Manufacturer narrative:
The device was returned to the MFR where evaluation confirmed the fracture of the instrument tip. No evidence was noted of mfg non-conformance or design related issues during product analysis. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We are unable to determine the definitive cause of the reported event. The instrument breakage did not result in pt complications. Nevertheless, we are filling an MDR for notification purposes.

Event description:
It was reported that the torx 20 shaft was broke during tightening. No pt complications were reported.